Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text: device not yet received.

Event description:
The customer reported that the device, trs175sb2, anchor tissue retrieval system, was being pre-operatively tested for an unknown procedure on (B)(6) 2024 when it was reported, ¿the anchor ii bag could not be stored properly in the shaft before being inserted into the trocar, and the bag came off.¿ there was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed using another trs175sb2 device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the device, trs175sb2, anchor tissue retrieval system, was being pre-operatively tested for an unknown procedure on (B)(6) 2024 when it was reported, ¿¿ the anchor ii bag could not be stored properly in the shaft before being inserted into the trocar, and the bag came off.¿ there was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed using another trs175sb2 device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of returned used device trs175sb2 found that the specimen bag was not connected to the arms of the handle assembly. Examination was done per prints trs175sb2 and print trs175sb2-501. The root cause cannot be determined, however, based upon evaluation, photos and the IFU, the likely cause of this event was excessive force that pulled the bag off of the handle arms of the device. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 20 complaints, regarding 22 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised only physicians trained in the techniques of laparoscopic or minimally invasive surgery and the use of retrieval bags to remove tissue should use the product. Care should be taken when using sharp and electro-surgical devices. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor¿ tissue retrieval system¿ by conmed. We will continue to monitor per regulatory requirements to help ensure patient safety.